Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lul6, implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported, that they are still using the device. And it seems to behaving. Their doctor isn't taking any further actions. Their comfort level is not great.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1lul6 serial# implanted: (B)(6) 2018 explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1lul6, ubd: 11-nov-2021, UDI#: (B)(4). Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been experiencing random shocks in their left butt by a wire for a few weeks (month confirmed). The sensation would last a few seconds, however, sometimes occurred twice in a row. It only happened when they were moving or when they moved their leg when they were sitting or sleeping. Three days ago they turned the setting to zero on all programs and believed the stimulation turned off as well, however, the shocking continued. The patient reported the shocking sensation during the call. The circumstances that led to the reported issue were unknown. It was requested the patient connect to their implant to verify that stimulation was off. They described the therapy screen and confirmed they did not see the lightning bolt in the upper left hand corner. It was explained to the patient that therapy was off and since they were still experiencing the shocking, that typically indicated it was not the stimulation, but rather could potentially mean that the wire might have moved and was irritating a nerve. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the lead migration was confirmed. And that the patient put stimulation at zero and the shocking seems to have stopped as of (B)(6) 2021. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1lul6 serial# implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was unknown if lead migration was confirmed or a wire was irritating a nerve. Patient said the device was working ok. They didn¿t know to ask about leads and nerves and they didn¿t say anything about it. They turned it back on an only received a couple of milder shocks. Patient said they are somewhat afraid to turn it back up higher than 1.05 volts. The cause of stimulation turning off when they turned the setting to zero was not determined. They said they had no clue. It just started shocking them in mid-april when it was set around 2.10 volts. Patient said they were (am) still peeing a lot. Patient said they didn¿t know what steps will be taken. They said they should go back to hcp but hate the long drive. It was unknown if the issue was resolved. Patient said it was usually happening while walking. The patient said they don¿t know what to do and think they just want to be rid of it. Device removal was not planned.